Event description:
It was reported that during testing at the MFR, the device operated automatically without user activation. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated, which revealed the presence of corrosion within the device.